Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 8.2 mmol/l. The customer states when she was trying to change her set and reservoir because she's pregnant and her blood glucose are not stable she noticed air bubble in reservoir. Approximate size of air bubbles is 1/2 cm. The customer already changed the reservoir .the reservoir will be returned for analysis.